Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that following pump replacement patient felt he was getting more intrathecal baclofen with the new pump. Symptoms patient was experiencing were noted as mild overdose baclofen ¿ sedation. The patient¿s intrathecal baclofen dose was dropped by 10% (dose not reported). The patient was doing well.